Event description:
It was reported that this electrode was explanted due to delivering an inappropriate shock. The patient did not wish to replace the device at this time. No additional adverse patient effects were reported.